Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a healthcare provider (hcp) that the patient was diagnosed with diabetic ketoacidosis (dka). Prior to the emergency room (ER) visit, the patient removed the pod and self- administered insulin utilizing an insulin pen. A check-up was performed at the emergency room. No further treatment was provided during the emergency room visit.